Event description:
During a posterior cervical fusion procedure the surgeon requested gardner wells traction twine to 16 lbs. The twine is rated for much more weight. This was the first use for the twine. At the end of the procedure the twine broke and the weights fell to the operating room floor. No known harm to patient.